Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient started experiencing numbness in their legs and "shocking" from their waist to their toes bilaterally when standing up straight. This began (B)(6) 2020. The patient had a CT scan on (B)(6) 2020, but the results were "normal". The patient turned off the stimulator, but they were still continuing to experience the numbness and the shocking when standing up straight. The cause was not yet determined. The rep notified the patient's pain management doctor of the issue.